Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm code. There was no patient involvement reported with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The reported condition was confirmed via the event history log review. The cause of the f94 alarm was determined to be damage to the batteries. To correct the condition, the batteries were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.